Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular lead exhibited low defibrillation impedance. Programming changes were made. There were no patient consequences.